Event description:
It was reported that stent damage occurred. The target lesion was located at the moderately tortuous and moderately calcified. A 2.25 x 20mm synergy drug eluting stent was advanced for treatment. However, it was noted that the device was caught in the monorail ostium of the non-boston scientific guide extension catheter and was deformed. The procedure was completed with a different device. There was no patient injury reported. It was further reported the target lesion was located in the third right posterolateral artery.

Manufacturer narrative:
The synergy xd mr ous 2.25 x 20 mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the distal stent region lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. The device was loaded without issues on a 0.014 test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.25 x 20mm synergy drug eluting stent was advanced for treatment. However, during the procedure, the device got caught in the monorail ostium of the non-boston scientific guide catheter and the stent strut was deformed. The procedure was completed with a different device. There was no patient injury reported.